Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. The baton gives an intermittent image when the cable is wiggled at the baton.

Event description:
The customer reported that during a patient procedure, using a cobalt video baton, the monitor had a dark screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.